Manufacturer narrative:
(B)(4). Date sent: 12/23/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2025. Additional information received: according to nmpa report, the event date should be 1-dec-2024 .

Manufacturer narrative:
(B)(4). Date sent 1/8/2025. D4 batch #144d27. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However during the functional test, it was noticed that it was more difficult to return the knife than normal. To investigate further, the device was disassembled and there was a fragment stuck inside the instrument, preventing the trigger from moving smoothly. No damage was found on the device. No conclusion could be reached on what may have caused the fragment inside the device shrouds. It should be noted that at finished goods the devices are visually inspected based on a sample and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 144d27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information can be provided.